Event description:
It was reported that the rotational locks were slipping, allowing table momement. There were no reports by the customer of table movement during pt transfer. The locks were engaging but not holding the table. The ge field service engineer (fe) replaced the rotational locks to increase the holding force from 125n to 310n. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.